Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6)2019, wherein the patient had their ipg explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a non-scs knee replacement procedure the patient had, the patient¿s ipg became inoperable. The patient did not set the device into surgery mode prior to the knee replacement procedure. Multiple troubleshooting steps have been taken but the rep was unable to connect to the ipg.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.